Event description:
It was reported that after 37 minutes/298,398 joules of use during a prostate procedure, the surgical fiber stopped functioning. It was further reported that the case was completed using three additional fibers, however the fiber lot/serial numbers were unknown and were not returned. There was no report of injury.

Manufacturer narrative:
The fiber exhibited a circumferential fracture at the beveled edge. The glass cap/fiber proximal to fracture can rotate independently of metal cap. The glass cap distal to fracture remains attached to the metal cap. The glass cap has severe devitrification at the output window. The metal cap regions exhibit detritus. The identified issues may activate the systems fiberlife function which would modulate the power showing a pulsing beam and decreased tissue vaporization or the system would be placed into standby mode. The identified circumferential fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered the procedure.